Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was very sensitive to touch and would sometimes respond without direct customer interaction. There was no reported impact to blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.